Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right atrial (ra) lead. It was suspected the noise was due to electromagnetic interference (emi). No intervention has been performed. The patient was stable and will continue to be monitored.